Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
It was reported that patient's left knee was revised due to pain. Surgeon reported that the tilt of the tibial cut was too strong (too much slope). All components were well fixed. Surgeon decided to revise the 4x9 cs insert to a 4x11 cs insert.

Manufacturer narrative:
An MDR was inadvertently opened against the 3.0 robotic arm - mics. The primary procedure was done using manual instrumentation and was not a robotic procedure. An MDR was filed against the implant. Refer to MFR report# 0002249697-2018-03763 .call with aking, racquel (racquel.aking@stryker.com) has ended. 8 minutes h3 other text : device investigation not pending. Procedure completed manually.

Event description:
It was reported that patient's left knee was revised due to pain. Surgeon reported that the tilt of the tibial cut was too strong (too much slope). All components were well fixed. Surgeon decided to revise the 4x9 cs insert to a 4x11 cs insert.